Event description:
During the essure procedure, a component of the delivery system (large tight pitch coils) stretched. Physician was curious about how much force/tension required to break the delivery system large tight pitch coils in half and pulled on the coils. During her attempt to break it, physician cut her hand on the large light pitch coils. Physician required stitches to close the wound. The essure system is intended for single use, then disposal.

Manufacturer narrative:
(B)(4).